Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that a few days after implant. The patient, was experiencing leg weakness and loss of feeling in their lower extremities. Surgical intervention took place where the system was explanted to address the issue. The exact date of explant is unknown. The patient is currently in a rehab center with minimal leg movement. The manufacture representative, will not be receiving further updates regarding the status of the leg movement/weakness.